Event description:
A broken and leaking dacapo powerpack was received at headquarters for investigation. It is reported that the user did come into contact to the leaking electrolyte, but no injuries were sustained.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the user. This is a final report.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken and leaking dacapo powerpack was received at headquarters for investigation. It is reported that the user did come into contact to the leaking electrolyte, but no injuries were sustained.